Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that leak at transfer guard. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed a visual inspection using appendix f and found transfer guard¿s needle were not centered. Transfer guards¿ needle were found not parallel to transfer guard body axis (transfer guard needle which is only used to fill the reservoirs with insulin from the bottle and is not used as part of any delivery of insulin to the patient). Also performed pre-fill reservoirs test. Found no leakage anomaly during filling.